Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and unexplained high blood glucose. The blood glucose reading at time of call was 228mg/dl. Troubleshooting was performed. The caller mentioned that the insulin pump had an error alarm at time of call. Advised the caller that the device will be replaced. No further information was provided.